Manufacturer narrative:
(B)(4). The cause was determined to be use error due to breach in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in recurrent peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and disconnected from the homechoice (hc) device. It was not reported if the patient was hospitalized for the recurrent event. Treatment for the recurrent peritonitis was unknown. It was unknown if the patient was retrained in aseptic technique. Additional information regarding the event of recurrent peritonitis was unable to be obtained. The cause of death was reported to be recurrent peritonitis, peritonitis with a culture positive for enterococcus, peritonitis with a culture positive for candida albicans, pleural leakage, and association of several pathologies. An autopsy was not performed. The patient was performing automated peritoneal dialysis therapy at home and continuous ambulatory peritoneal dialysis therapy while hospitalized for the previous peritonitis occurrence. Dianeal, physioneal, and extraneal therapies were ongoing until the time of death. No additional information is available.